Event description:
Additional information was received that the patient's tortuous anatomy contributed to the dissection.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: evolutfx-29 (serial: (B)(6), product type: 0195-heart valves, implant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, left subclavian access was used. The smallest diameter of the access vessel was about 5mm, therefore access was performed with an introducer sheath (14fr gore dryseal), then the in-line sheath. During delivery catheter system (dcs) insertion, a gap between the nose cone and capsule was observed at a bend around the vertebral artery. The dcs was therefore pushed forward into the aorta with a slight pull of the left ventricular (lv) wire. After the valve was implanted, the dcs was removed and the access vessel was checked with contrast imaging. A dissection was observed at the bend and near the sheath insertion area. Two stents were implanted as a bailout: one stent (10mm x 6cm boston scientific epic stent) was placed in the dissection at the bend, while a second stent (8mm x 6cm boston scientific epic stent) was placed at the sheath insertion site for repair. No additional adverse patient effects were reported.